Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a flashing white display. The customer's blood glucose is unknown at the time of the incident. Leading up to the event, the customer pushed the middle button and the screen began flashing. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the pump and revert back to backup plan. The pump will be returned for analysis.

Manufacturer narrative:
After battery installation device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller. Unable to perform functional tests including displacement, and self tests due to the display anomaly.